Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 22mg/dl. It was stated that the customer was trying to commit a suicide by inserting two reservoirs of insulin manually. First helped by the customer's mother. The insulin pump was not in use during this time, and nurse reviewed the basal and bolus programming. It was stated that everything seems to be correct. It was stated that the customer is using the insulin pump under supervision fo her doctor. No further information was provided.